Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a high pacing threshold measured at 2.0 volts (v) at 0.4 milliseconds (ms) and exhibited high out of range impedance of 2145 ohms. This rv lead was replaced. No additional adverse patient effects were reported.